Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. The sheath was discarded at the facility and is not available for investigation. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Reportedly, the vessel diameter was from 5.2-9.5mm. According to the IFU the minimum 22 fr sheath ID is 7.3mm and od is 8.2mm. Additionally, the IFU states do not advance the sheath if resistance felt.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a descending aorta aneurysm using a gore® tag® conformable thoracic stent graft with active control system (ctag/ac). A gore® dryseal flex introducer sheath was used for access. Reportedly, since the patient was a dialysis patient, he had a significant arteriosclerosis and severe calcification, and stenosis was observed from the right external iliac artery to the right common iliac artery. The sheath was inserted from right femoral artery, and the physician had hard time to advance the sheath. Upon advancing the sheath up to the right common iliac artery, the ctag/ac was inserted but it was hard to advance the device, and a push and pull few times was performed to advance the device. The confirmation angiography imaging revealed a dissection at the right common iliac artery. An additional stent graft was placed. The patient tolerated the procedure.